Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per customers caregiver, reportedly the bed rails have broken on the area where they connect to the bed. MDR filed.